Event description:
Pt experienced swelling at surgical wound 2-3 weeks following metatarsophalangeal joint repair with orthadapt augmentation. Physician explanted the graft approximately four weeks post-surgery.

Manufacturer narrative:
Orthadapt bioimplants are not indicated for use in metatarsophalangeal joint repairs, thus this was an off label use. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The case investigation indicated the event was caused by suture fixation failure in the capsule space which caused the graft to loosen in the joint space, leading to swelling. Additionally, since the physician believed the swelling was not graft related, he did not send the graft out for histopathological testing. The MFR of the device at the time was pegasus biologics inc. Synovis orthopedic & woundcare inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.